Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (4) loose 3/10cc, 8mm syringes. Customer states that the needle and a small amount of plastic remained lodged in the orange cap when it was removed. All returned syringes were examined and 2 out of 4 samples exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for out of spec shield pulls. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was ble to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA# (B)(4) has been opened to address this issue.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe when removing the cap. The following information was provided by the initial reporter: "when removing the orange cap, the needle and small amount of plastic remain lodged in the orange cap."